Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the defects were caused by user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the light guide post connector was found detached from the scope. The inspection also noted the rigid outer tube has multiple indentations. It is possible the light guide post became stuck to the wa033010a light guide cable connection as the customer reported noted ¿the light guide does not come off.¿ the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request, the light guide connection component is missing (came off) from the ultra autoclavable telescope. The customer reported problem was found during a transabdominal preperitoneal procedure. The procedure was completed with the same scope. There was no delay, no death or injury and no impact to patient or other was reported.